Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 -fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported right side deflation and "implant removal from textured to smooth due to the concerns of the product." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, an opening on anterior, and yellow particles on the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Patient reported right side deflation and "implant removal from textured to smooth due to the concerns of the product." Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.